Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent caught on the vessel and kinked. The physician was treating a tortuous, approximately 85% stenosed segment of the right coronary artery (rca). The lesion was predilated using a 3.5x15mm maverick balloon. The physician attempted to place a 3.0x24mm taxus express2 drug eluting stent but was unable to cross the lesion. The physician used the "breathing" technique whereby the patient is instructed to deep breathe and cough in an effort to help straighten out the vessel; however, this was unsuccessful. When the stent catheter was removed it appeared as though the stent was bent. The physician then tried to cross the lesion using a johnson and johnson cypher drug eluting stent but could not cross the lesion. Finally, the procedure was completed using a 3.0x20mm taxus express2 stent. There were no patient complications and the patient status was ok.